Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in- needle retraction failure. It was reported by the customer that there was resistance when attempting to retract the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos and 1 physical sample submitted for evaluation. The reported issues of foreign matter and needle retraction failure was confirmed upon inspection and testing of the samples. Analysis of the sample showed that the material was identified as an adhesive that is used in the manufacturing process. Bd determined that the cause of the failure was the manufacturing process. This type of failure is not common, as this is the first reported, so it is considered an isolated case. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.